Manufacturer narrative:
The serial number of the unknown cobas 8000 unit was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg stat on an unknown cobas 8000 analyzer unit. The sample initially resulted in an hcg value of > 10000 miu/ml with a data flag. The sample was repeated on a second analyzer, resulting in a value of 2235 miu/ml. The customer incorrectly modified the value to 223500 miu/ml in the laboratory information system. The sample was repeated again and the value obtained agreed with the 2235 miu/ml value. No specific results were provided. The 2235 miu/ml value was deemed correct by the customer.

Manufacturer narrative:
The complained sample was measured on two cobas e 801 analytical unit analyzers. The initial value of > 10000 miu/ml was measured with e801 analyzer serial number (B)(6). The repeat value of 2235 miu/ml was measured with e801 analyzer serial number (B)(6). The second repeat value that agreed with the 2235 miu/ml value was run on an unknown analyzer. The customer is not experiencing any further issues and suspected it was caused by a user handling issue. The customer declined to provide further information. The investigation could not identify a product problem. The cause of the event could not be determined.